Manufacturer narrative:
As part of normal complaint follow up, an evaluation of the event has been initiated at mako surgical. The surgeon ordered a CT and thought the original restoris pst cup placement looked perfect. This was confirmed by a second surgeon at the hospital. The femoral stem chosen by the surgeon for this procedure was not a mako product. The stem was manufactured by a third party (B)(4). The surgeon performed the first revision surgery because the patient developed scar tissue due to failure to perform recommended physical therapy. The root cause of the dislocation and it band tear is unknown. There is no evidence to suggest that the rio or pst cup implant contributed to the event.

Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. At an unknown time, the surgeon performed a revision procedure because, the patient was not following through with physical therapy, and had formed significant scar tissue. This revision included a synovectomy, and replacement of the femoral head with a longer length head to tighten the joint after removal of the scar tissue. At a later date, the patient dislocated the hip, and tore their iliotibial (it) band. The surgeon performed a revision, implanting a stryker mobile bearing hip system.